Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke during ligation phase of vessel harvesting. Removed from patient and found c-ring to be broken in the mid-point without any foreign material being left in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h6, h10. A lot history record review was completed for lots 25150881, 25150932 and 25151041 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke during ligation phase of vessel harvesting. Removed from patient and found c-ring to be broken in the mid-point without any foreign material being left in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.